Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and UDI # (B)(4) was cleared in the united states. Product analysis: there is visual deformation to the interal torx thread of the set screws. This damaged appears to have occured during the removal process of the set screws. There appears to be enough material left on the torx for the screws to still engage the driver. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure : congenital scoliosis it was reported that intra-op, when the doctor attempted to remove the set screw stripping occurred and it could not be removed. Patient complications were reported unknown.